Event description:
Patient's cardiac monitor began to alarm v-tach with a heart rate of 160s-210s. Leads were in proper place and rhythm on monitor appeared to be v-tach. Patient alert, bp stable, radial pulse 104, doctor at bedside ordered dose of IV cardizem to be given. Rn attached a second monitor with more lead visualization capability as IV cardizem was to be given and second monitor showed a sinus tachy rhythm with hr in low 100s despite first cardiac monitor continuing to display v-tach with hr in 200s. IV cardizem not given, first monitor taken out of service.